Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator failed after a reboot and became stuck on the carefusion screen. When a recovery of the refrigerator was attempted, the screen froze, and it remained stuck on the blue carefusion screen. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager failed. The field service engineer (fse) inspected the unit, powered it down, and replaced the mini switches. Diagnostics were then run successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.